Event description:
It was reported that this right ventricular (rv) lead was explanted as it showed high, out of range pacing impedances with a lead conductor fracture. The right atrial lead and the pacemaker were explanted without allegations of malfunction, in order to safely remove the affected rv lead. A new system was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. There was dried blood/tissue within the lumen. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately ~165 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observation of pacing impedance high out of range was likely caused by the confirmed fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was explanted as it showed high, out of range pacing impedances with a lead conductor fracture. The right atrial lead and the pacemaker were explanted without allegations of malfunction, in order to safely remove the affected rv lead. A new system was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.